Event description:
It was reported that the pump¿s screen began separating from the device housing, with the screen and backing no longer attached as a single assembly, and a replacement pump was shipped. Symptoms included none, and blood glucose was not impacted. Outcomes included no injury and no medical intervention. Investigation included a review of the reported device malfunction and arrangements for return and evaluation. Investigation of this case revealed a screen delamination consistent with a device component adhesion or enclosure integrity issue affecting the display assembly. It was concluded, based on previously established findings for similar reports, that the cause was mechanical stress or adhesive failure related to the display assembly.